Event description:
It was reported that within a few days post-implant, the patient came into the clinic complaining of low heart rates. The rv (right ventricular) lead was found to be dislodged. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).